Event description:
The customer reported the ventilator was alarming, the screen was black and the screen symbol was flashing red. The pt was breathing "comfortably". Manual ventilation was initiated with o2 via tracheostomy. The pt was transferred to another ventilator within approx 10-15 mins. During the transition, the pt responded to questions. Shortly after transfer to the second ventilator, the pt became "sweaty, tachycardic, clammy and unresponsive" with no pulse or respiratory effort. Cardiopulmonary resuscitation (CPR) was initiated. The report indicates the pt died after approx 20 mins of CPR.

Manufacturer narrative:
(B)(4). The hospital performs their own svc to the device. This issue is still under investigation including obtaining further device eval.